Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, non-sustained right ventricular oversensing (nsrvo) episodes were observed. It was suspected that the episodes were most likely due to a debuting damage on the right ventricular lead. The patient was brought into clinic for further evaluation. The noise was reproducible in the clinic. No intervention was performed. The patient was stable and will continue to be monitored.